Manufacturer narrative:
Device information was requested but is currently unknown as it has not been provided to the manufacturer.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-1321. It was reported that the patient has ineffective stimulation due to high impedances on all four contacts on one scs lead. The issue was unable to be resolved with reprogramming. In turn, surgical intervention may take place to resolve the issue. Note: since it is unknown which lead has the high impedances, both devices are being reported.